Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source, however, the pump was unable to be turned on. Customer reported a blood glucose level of 185 (mg/dl). It was reported that the customer had manual injections available for alternate insulin therapy.